Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient contacted lfs to say that on (B)(6) 2019, she had obtained alleged inaccurate results on the subject meter of ¿143 and 152 mg/dl¿ within 20 minutes of each other; she wondered if her meter¿s battery needed to be changed. The patient manages her diabetes with 5 units of lantus insulin each morning (no adjustments). She reported that during the call, at around 10:45 am, she did not feel good with symptoms of ¿dizzy and sweaty¿. She denied requiring any treatment for her symptoms but stated that she needed to rest. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure and she had used the same approved sample site to obtain the blood samples. However, the cca discovered that, contrary to the owner¿s booklet, the patient had been using expired test strips (expiry date february 2019). The patient did not have valid test strips with which to walk through a retest. Education and training were provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately erratic blood glucose results on the subject meter while using expired test strips.